Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned to manufacturer.

Event description:
The patient experienced a periprosthetic fracture resulting in revision of the femoral stem. It was reported that only the femoral component was revised.